Event description:
It was reported that the user experienced hyperglycemia after changing supplies on the ilet; the user had rewound, inserted a cartridge, connected tubing, and initially did not see drops until additional priming volume was delivered, after which drops were observed and insulin delivery was resumed. Symptoms included elevated blood glucose to 311 mg/dl without reported systemic symptoms. Outcomes included transient hyperglycemia lasting about one hour without medical intervention, ketone testing, or use of backup therapy. Investigation included customer support troubleshooting and user education regarding priming volume needed to observe drops. Investigation of this case revealed that insulin delivery resumed normally after adequate priming, with no device alarms reported and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.